Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is the first of two submissions for the same patient event. The other is 1220246-2017-00057 ((B)(4)). The device was not returned for evaluation but remained in the patient therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. A possible cause of this type of event maybe a reaction of the patient to the material(s) implanted or used during the implant procedure. Product directions for use warns of effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to materials must be considered prior to implantation. Part remains in patient.

Event description:
It was reported by the patient that approx. 6 months after implantation on (B)(6) 2012 of the ar-1929sf-3 ((B)(4)) and ar-7201 ((B)(4)) into patient´s shoulder, a reaction with swollen joints (hip, knee, shoulder), pain and general indisposition occurred. No further details given at this time.